Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during a meniscal repair while using an omnispan meniscal repair system/12 degree, when inserting needle again for 2nd firing, the sleeve was detached from the needle. The sleeve was removed from patient. Another device was used to complete procedure. No surgical delay or patient consequences reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of meniscus repair, when insert needle again for 2nd firing, the sleeve was detached from the needle. The needle was received without implants and silicon sleeve; therefore, the returned device is incomplete. The both implants were released of the needle and the sleeve was detached. Visual observations reveals that there were marks of damage where the silicone is positioned. Instead, the needle tip was not showed signs of damaged. Finally, it was identified that the suture was frayed. Since the silicone is not returned, we cannot discern any definite root cause at this point of time. It is possible that when the device was inserted into the tissue, the user applied excessive force in an off axial direction. This can cause stress on the part of the needle that attaches to the deployment gun therefore causing to deform the silicon sleeve. When this portion of the device is deformed it will not remain secured onto the deployment gun. Also, the possible root cause for the suture can be related to an instrument used in the procedure caused fraying on the suture and then broken. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4) and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4). And no non-conformances were identified.